Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker recorded episodes where atrial beats appeared to be under sensed and appeared as not being marked at the electrogram but after analyzing a snapshot, the beats appeared as marked. The gain was adjusted, believing it would improve the visibility of the deflections. Additionally, unmarked crosstalk from ventricular pacing on the atrial channel was detected, along with unnecessary atrial pacing. Currently, the plan is to monitor the situation and adjust atrial sensing to a fixed value. The pacemaker is still operational, and no adverse effects on the patient have been reported.